Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022 17:14:01 pst ice batch user (batch_ice), phone: (B)(6), complaint: (B)(4). Complaint status: in process, mdt initial contact: (B)(6) taken by: (B)(6). Inquired what led up to the complaint. Customer response: there is no longer contact between the transmitter and the pump. The transmitter flashes properly when it is in the charger, but there are no light signals when it puts in sensors or in test plugs. We have deleted the transmitter from the pump and tried to connect it again. This was not successful. Transmitter does not blink when connected to sensor t/s per dop114-980. System model number: unknown. Transmitter model: g4. Location of insertion was: unknown hcp emailed. Explained possible causes for xmtr not blinking when connected to the sensor. Customer fully charged the xmtr before connecting to the sensor. Adv to place xmtr on charger and charge xmtr for 1 minute, this will reset xmtr. Adv to d/c xmtr from charger and watch for green led blink on xmtr. Customer states the xmtr led did not blink on and off when it was disconnected from the charger. Adv to ensure pump is on home screen. Advised to wait 15 seconds and reconnect xmtr to sensor. Customer states the xmtr led did not blink when it was connected to the sensor. Customer has a tester available. Adv to connect the tester and watch for the green led to blink several times on the transmitter. Customer states the led did not blink on and off. Adv the xmtr may not be working. Customer's outcome pertaining to the complaint: replacing transmitter ship: g4/return: (B)(6). Input date: 06/17/2022 warranty start: 12/10/2021 warranty end: 12/10/2022 batch - gt8357579n.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related health professional and occupation has been updated and provided with this report in section e2 and e3.